Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. There were two target lesion. They were located in an anomalous circumflex artery and in the ostial right coronary artery (rca). Angioplasty was performed and a stent was implanted in the proximal circumflex artery. However, a dissection was noticed that propagated back to the ostial rca. To treat the dissection, a 4.00 x 8 synergy ii drug-eluting stent was advanced, however, the stent was dislodged and became lodged in the internal iliac artery. The physician determined that the dislodged stent could not be removed and it was left implanted. The ostial rca was then implanted with a 3.5x8 synergy stent. In the circumflex artery, several synergy stents (3.0x12mm, 3.0x8mm and a 4.0x15mm) were successfully implanted. The procedure was then completed. No further patient complications were reported and the patient was doing well during and after the procedure.